Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports the actuator knob assembly on their 8120 is hard to push down towards the end. Case resolution: - customer states after unit passes pm, he notices the actuator assembly is hard to push down. - black debris is noticed at top of tube drive. - informed customer this is due to a bent tube drive. - recommended sending in for repair. - customer will send in for repair. Ended call.